Manufacturer narrative:
Method: device history and sterilization records were reviewed. Results: the device history and sterilization records reviewed were found to meet specifications and no anomalies were found. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. (B)(4). Ans has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Ans defers to the pt's physician regarding medical history.

Event description:
The pt was implanted with his scs system consisting of an ipg, lead extension, and paddle lead on (B)(6) 2008. It was reported that pt lost stimulation. An x-ray showed the lead disconnected from the ipg. The lead was explanted on (B)(6) 2008, but not returned to the manufacturer for evaluation. The lead was replaced by another lead. No further information is available.